Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was pre-operatively diagnosed with pyogenic spondylitis; and underwent t10-s2ai posterior fusion, t10-t12 open screw insertion and l1-l5 percutaneous pedicle screw fixation. Intra-op, when removing the extender, the part of the extender attached to the screw bent and broke. It seemed that it got interfered to the bone tissue; due to which the removal of the extender could not be performed smoothly. No fragment of the broken product remained inside the patient. No patient complications were reported.